Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient stated that the ins is ¿non-functioning,¿ but the healthcare provider was not able to clarify the patient¿s statement. There were no patient complications reported as a result of this event.